Event description:
The customer reported that the system would not allow images to be sent to the hard drive. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the hard drive and reloaded the software and the configuration files. The system was tested and found to be working as intended and put back in service.